Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a valve in valve (sapien 3 in corevalve) transfemoral tavr procedure in the aortic position, during deployment of the 29mm sapien 3 valve, the balloon burst. The balloon had been inflated with nominal volume. Despite the balloon burst, the valve was well implanted. The patient had aortic insufficiency and no calcification.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded post procedure and not returned to edwards lifesciences for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be performed. No photographs of the device or imagery of the case were provided. A review of the complaint history and lot history did not reveal any indications that a manufacturing non-conformance contributed to this event. No deficiencies with the IFU or training manual were identified. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the report of the balloon burst during the deployment of the valve was not able to be confirmed since the device was not returned for evaluation. However, there was no indication that a manufacturing non-conformance contributed to the event. A definite root cause could not be determined. Procedural factors (off label use of the sapien 3 / commander delivery system in a corevalve, manipulation of the devices) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.